Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was not confirmed as not all components were returned. The posterior foot was separated and not returned. The foot separation was not reported and likely occurred during post procedure handling, however, this could not be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4 correction: lot # updated from 4013142 to 3110741.

Event description:
A posterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown. No additional information was provided.

Event description:
It was reported that this was a closure using two proglide devices relative to an unspecified procedure. Reportedly, during use of the devices, the thread [suture] broke. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.